Event description:
The device received has been classified as an un-reconciled blind unit. After following up with the sales rep, she reported the device was used in a bowel procedure and did not sound right when it was fired and staples did not form. The staple line was over sewed to complete the procedure. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.